Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2014-05361/05364).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2004. Patient's legal counsel further reported patient allegations of pain, lack of mobility, damage to bone/tissue, metal poisoning, metallosis and elevated metal ion levels. Subsequently, patient underwent a revision procedure on (B)(6) 2005. A review of the invoice history confirmed the surgery dates and indicates that the modular head, taper adapter and acetabular cup were removed and replaced during the right hip revision procedure. Invoice history further indicates that patient underwent a left total hip arthroplasty on (B)(6) 2004. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the revision operative report from (B)(6) 2005 indicated that the procedure was performed due to sciatic nerve pain as a result of the position of the acetabular fixation screws in the sciatic notch area. Medical records noted minor protrusion of the acetabulum and that heterotopic ossification was removed. Acetabular cup was well fixed. The fixation screws, taper liner and modular head were removed and replaced.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2004. Patient's legal counsel further reported patient allegations of pain, lack of mobility, damage to bone/tissue, metal poisoning, metallosis and elevated metal ion levels. Subsequently, patient underwent a revision procedure on (B)(6) 2005. A review of the invoice history confirmed the surgery dates and indicates that the modular head, taper adapter and acetabular cup were removed and replaced during the right hip revision procedure. Invoice history further indicates that patient underwent a left total hip arthroplasty on (B)(6) 2004. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.